Event description:
It was reported that the patient with an artificial urinary sphincter (aus) fell, causing the device to stop working. Upon revision, a hole in the balloon was identified, which led to fluid loss. The likely cause of the puncture in the balloon was the patient's fall. Therefore, the aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) fell, causing the device to stop working. Upon revision, a hole in the balloon was identified, which led to fluid loss. The likely cause of the puncture in the balloon was the patient's fall. Therefore, the aus was removed and replaced. No patient complications were reported.